Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) inspected the device and found the power cord had become partially dislodged form the breath delivery unit (bdu). The power cord retainer was checked for damage, and the power cord was re- seated. The device then passed all testing.

Event description:
It was reported that a ventilator had a total loss of power. There was no patient involvement.